Event description:
During scheduled pm inspection, rate tested low outside of manufacturer specifications and could not be calibrated. Upon opening the case of the unit, discovered 5 out of the six plastic screw attachment points had cracks and one of them had fallen apart to the point where the screw was not even attached to it any longer. When the bezel was replaced, the unit calibrated just fine and was within specifications. The exterior of the unit showed no signs of physical damage at all.